Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002. (B)(4). Maquet (B)(4) requested the product in question for laboratory investigation by the manufacturer. Information received that the product was scrapped and is no longer available for investigation. Therefore, no laboratory investigation could be performed by the manufacturer. A review for similar complaints to be investigated already was performed and no similar complaints were found. Thus, the reported failure could not be confirmed. The most probable root cause is unknown. Based on the information available at this time the cause of this failure was determined to not be attributed to a device related malfunction. The failure was determined to be the first of its kind. Therefore no systemic issue could be determined. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time. Since the reported failure did not contribute to a death or serious injury and no systemic issue could be determined no corrective action is needed at this time.

Event description:
It was reported that during patient the pressure increase on the hls module. The set was exchanged with a new one. No harm to the patient was reported. (B)(4).